Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient reused the same minicap. On the same day as the event onset, the patient was seen in the emergency room and discharged that same day. The patient received unknown treatment for the peritonitis event. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.